Manufacturer narrative:
The coral rods (5.5mm x 600mm & 5.5mm x 200mm) were not returned for investigation. No surgical intervention was reported. Additionally, no radiographs or lot information were provided for analysis. It is unknown if there was a prior lumbar construct. The difference in rod sizes used and the use of rod-rod connectors suggests a prior unilateral cervical or lumbar construct or extensive deformity correction. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components.

Event description:
Patient (B)(6) underwent spinal surgery on (B)(6) 2017 consisting of seaspine's coral pedicle screw system. The coral fixation system was implanted as an extension of another manufacturer's cervical fixation instrumentation (levels c3-t2). The coral system extended the construct from levels t2-t12. Seaspine became aware on (B)(6) 2020 of a bilateral rod fracture that was discovered (B)(6) 2018 at the t12-l1 level where previous osteotomy lead to loss of deformity correction and kyphosis. The report received indicates the fracture of qty (1) 200mm and qty (1) 500mm rods.